Event description:
The user received erroneous myoglobin results for two patient plasma samples about 2 weeks ago. The user was not able to provide the exact date of initial or repeat testing. All results are in ng per ml. The user said the first patient's initial result was around 40 initially and repeated at around 89. The second patient's initial result was around 85 initially and repeated at around 240. Repeat testing was performed on the back up analyzer which is a triage meter. Neither initial erroneous result was reported. The user refused a service visit stating there has been no issue with the analyzer and operator error could have been a problem.